Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the cassette after ending their pd treatment. The patient reported receiving a drain line is blocked during a drain 1 of 6 of treatment and a volume error warning during fill 1 of 6 of treatment. The patient rebooted the cycler but received a power fail recovery failed message. It is unknown at which point in therapy the leak may have begun. The cause of the leak was a visibly ruptured cassette. Fluid did come in contact with cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported fluid leak event and that fluid was also found inside the cassette door of the cycler. There were no fluid leaks on the solution bag. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set and old cycler are available to be returned to the manufacturers for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indication of particulates within the cassette area. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An as received simulated treatment with reduced dwell times was performed. The cycler was powered ¿off¿ and ¿on¿ during the treatment (drain 0) and the ¿power fail recovery¿ performed as intended. The simulated treatment resumed after the power interruption and completed without any failures or problems. There were no fluid leaks in the test cassette compartment during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, voltage check, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the cassette after ending their pd treatment. The patient reported receiving a drain line is blocked during a drain 1 of 6 of treatment and a volume error warning during fill 1 of 6 of treatment. The patient rebooted the cycler but received a power fail recovery failed message. It is unknown at which point in therapy the leak may have begun. The cause of the leak was a visibly ruptured cassette. Fluid did come in contact with cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported fluid leak event and that fluid was also found inside the cassette door of the cycler. There were no fluid leaks on the solution bag. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set and old cycler are available to be returned to the manufacturers for physical evaluation.